Manufacturer narrative:
Additional manufacturer narrative product evaluation customer report that "a fiber came out from the cuff" was confirmed. As received, valve was still attached to holder with all three green sutures intact at the cutting channels. A long white thread, approximately 19cm long, was found extending from the sewing ring around leaflet 3 near commissure 3 on the outflow aspect. Gaps approximately 1.5mm long were observed on both the outflow and inflow aspects where the loose thread extended. Edges of loose suture end appeared straight and even across the cloth bundles. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded.

Manufacturer narrative:
Updated h6 per new information received: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Cloth tears or snags typically result from penetration by needle/suture during implant or less commonly non-conformances in the valve assembly process. If a cloth tear or snag resulting in a loose fragment is not detected by the operating team, and the device is implanted, there may be fibers of the cloth exposed to the bloodstream. In a worst-case scenario, a fiber could separate and embolize distally. If the fragment was large enough, it could theoretically serve as a nidus for thrombus in the microcirculation and cause permanent damage to a small amount of tissue. The device was returned and product evaluation is ongoing. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a fiber came out from the cuff of a 23mm aortic pericardial valve during use. The fiber was found after putting the needle through the sewing ring. The device was not used and another 23mm valve was implanted. There were no adverse patient events reported.